Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245670. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was leakage approximately one inch away from where the needle connects to the tubing in a set of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. This occurred while the needle was still in the patient. The phlebotomist removed the apparatus and used a new one to continue the blood draw. No injury or medical intervention required.